Manufacturer narrative:
There was no report of device malfunction or serious injury as a result of this issue. This is a known issue which has been previously reported and is currently under investigation. The two loose inner stand bolts were tightened/torqued to specification by the varian field service engineer. The system was verified and found to be functioning to specification. Though still under investigation, varian has determined that a MDR is appropriate, as this loose stand bolt issue, should it recur, may potentially result in serious injury. Add'l follow-up to this MDR is expected upon completion of the investigation.

Event description:
Field service engineer (fsr) checked the stand bolts for tightness during a service call since other incidents of loose stand bolts have been reported. He discovered that both inner stand bolts were loose. Washers under the bolt can be turned by hand. So we assume that they have been forgotten to tighten during installation. The clinac has six mounting bolts that hold the stand to the base frame. Four bolts are accessible from the outside and were tightened on this machine. There are two more bolts - only accessible from the inside - that were loose. All six bolts should have been tightened with 1017 nm during rigging. A special tool is needed to reach these inner stand bolts.